Event description:
(B)(4) study. It was reported that 230 days after a carotid artery stenting procedure the patient experienced in-stent restenosis. The target lesion was located in the ostium right internal carotid artery, with a 90 percent stenosis and was 10mm long with a 5mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 0 percent. The patient was discharged the next day. On 230 days after the index procedure the site reported the patient had in-stent restenosis of the right internal carotid artery by duplex exam. The site noted that a CT angiogram was ordered to confirm duplex. A treatment plan will be determine after the CT angiogram. It was noted that the principal investigator will determine if an intervention is needed. The patient will most likely need a carotid endarterectomy (cea). At this time, duplex and CT angiogram results are not available. The event is listed as not recovered/not resolved. In the opinion of the physician the relationship of the re-stenosis to the nexstent is probable.

Manufacturer narrative:
There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The complaint device was not returned therefore product analysis was not possible. Without an analysis of the complaint device it was not possible to confirm the reported event and inspect the device for possible root causes. The root cause will be documented as anticipated procedural complication. (B)(4).